Manufacturer narrative:
Product was received for evaluation. The catheter was flushed, and leakage was detected coming from the slit in the overmolded extension set. A zig-zagged cut was observed on the overmolded extension set. This was evidence that an external object has been exerted on the affected area with great force to cause the cutting and lead to leakage issue. From the nature of the cut, the cut could be caused by sharp object exerted on the part during the product usage. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Manufacturer narrative:
At this time, no product has been returned to argon for evaluation and the complaint could not be confirmed. A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, a follow up report will be submitted with the evaluation and conclusions. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
Patient having PICC in the right temporal vein, where it ruptured in the extension, shortly before the oval disc, being necessary to remove it.